Manufacturer narrative:
The analysis site found that the dc motor adapter was broken causing the cutter to not rotate. The site replaced the broken dc motor adapter to correct the customer complaint. The control module was serviced, then functionally tested, and was found to operate properly.

Event description:
During a breast biopsy procedure, the dc motor adapter for the blue cable connector fell out when the blue cable was removed. The doctor decided to abort the case and reschedule the patient. There was no patient consequence.